Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) found that the manual probe was defective causing the leak. The fse replaced the probe and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained blood/diluent leak from the manual probe inside the coulter lh500 hematology analyzer during the rinse block cycle. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.